Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump with tandem and non tandem charging supplies. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. Customer's blood glucose level was 215 mg/dl. The customer reverted to manual injections for insulin therapy.